Manufacturer narrative:
It was reported that two drill bits were broken due to a damaged drill adaptor. The device was conform on leaving manufacturing site. This part was not yet returned for investigation, the technical root cause of the event could not be determined. However, this topic is addressed through a CAPA, once received an investigation will be performed within the framework of this CAPA. A first investigation was already performed through this CAPA and concluded that the drill adaptor design must be improved. Unique identifier (UDI) #: unknown.

Event description:
During an rns procedure which consisted of a single depth trajectory, two 2.4mm drill bits were broken due to a faulty 2.50mm seeg drill adaptor. The surgeon was able to retrieve the broken bits out of the drill adaptor each time they broke and was able to successfully drill the hole with a third drill bit. It appeared as though the drill bit had fused slightly to the inside of the drill adaptor but was able to be removed and used carefully upon the third attempt. This issue caused less than a 10 minute delay during the surgery and did not harm the patient in anyway. The site has requested the order of a new 2.50mm seeg drill adaptor.